Manufacturer narrative:
The thorough investigation has been performed via log file analysis and returned parts analysis. The analysis indicated a probable error with d510 boards or connection issue with the cables for d510 boards. The concerned system was returned to normal operation following exchange of the d510 boards by siemens local service. Further analysis of the exchanged parts did not identify any defects. The collected log files showed intermediate voltage difference errors, which may relate to unstable connection. As previously stated above, it was concluded that the issue was caused by temporary poor connection between d510 and d115 boards. The issue was resolved by cable reconnection during d510 boards replacement. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. No systematic issue was identified. No further action is needed at this point of time.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an emergency patient procedure, the system went into bypass mode after the boot-up. The patient was already on the table and had to be relocated to an alternate system. There are no indications of any adverse effects on the health status of the involved patient. Siemens has requested additional information for this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.